Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, machine drift high, was observed on the device's error log. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the blower cap, air inlet foam filter, muffler assembly, blower bellows seal, blower assembly, blower mount, fan retainer, cooling fan assembly, machine flow sensor, and tubing (system printed circuit assembly, blower chassis, fio2, and low flow o2) were replaced on the device for unspecified reason. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.